Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the carefusion field service representative (fsr) performed the operational verification procedure of the device and found the internal blender requiring calibration. The blender calibration did not resolve the delivered fio2 issue of the device. The fsr replaced the gas delivery engine (gde) and returned the suspect gde for evaluation by our manufacturing service group. Results of investigation: the carefusion manufacturing service group received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported fraction of inspired oxygen (fio2) dropping out of specification was not duplicated. Our service group could not duplicate an assembly failure, therefore no component failure investigation was performed and no root cause can be determined.

Event description:
The customer reported the fraction of inspired oxygen (fio2) delivery was out of specification on this avea ventilator, fluctuating in the 40-60% range and can not be stabilized. No reported patient involvement with this event.